Event description:
Reported due to a pseudoaneurysm and infection following the use of a perclose proglide device. The physician successfully closed an arteriotomy in the right common femoral artery in 2004. The site had been verified under fluoroscopy. Five days later the pt contacted the physician and complained of a "red, swollen, and sore mass near the groin." The next day the pt called their physician and reported a fever as well as weakness and was told to go to the e.r. Subsequently, the pt was diagnosed with a pseudoaneurysm by ultrasound. A culture confirmed a staphylococcus infection. The artery was surgically repaired. At an unknown time following the surgery, the wound was reopened for drainage. Although requested, no additional info was provided.